Manufacturer narrative:
On 3-jun-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a soundstar catheter and the medical team discovered that after the knob is rotated, it cannot automatically return to the initial position. The curve was not straightening by itself. Even through manual manipulation, the medical team found that it was impossible to return the curve to its neutral position. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and deflection test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the puller wire of the device was observed broken in the handle area, no other damage or anomalies were observed. Deflection testing was performed, and the deflection mechanism curves failed due to the puller wire being broken in the handle. This condition could be related to the issue described by the customer. A device history record evaluation was performed for the finished device s1525349, and no internal action was found during the review. The issue reported by the customer was confirmed. The potential cause of the puller wire broken could not be established conclusively. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a soundstar catheter and the medical team discovered that after the knob is rotated, it cannot automatically return to the initial position. The curve was not straightening by itself. Even through manual manipulation, the medical team found that it was impossible to return the curve to its neutral position. No further details were provided regarding troubleshooting of the issue or completion of the procedure. No patient consequences were reported.